Event description:
This spontaneous report was received on (B)(6)-2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route-dental, lot number 22111583, frequency and expiration date unspecified). After using the toothbrush three to four times, the consumer noticed that it snapped right in half. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4)-2012. This closes out this report unless other additional significant information is received.